Event description:
It was reported the patient's blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod between 37 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent and it appeared insulin had been leaking. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. The data showed that the pod went into an 0x18 alarm, which is defined as "pod has reached empty reservoir". The downloaded data does not show any timeouts or drive stalls. The reservoir of the pod was found empty, as expected with a 0x18 alarm. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed after filling up the reservoir with test fluid, and no leakages were observed along the entire fluid path.